Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was in use with patient for infusion. The reporter stated the infusion was stopped due to a "no cassette alarm" after 48 hours had elapsed. No adverse effects to patient reported.